Event description:
It was reported to bioprotect ltd. On (B)(6) 2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. The physician indicated he inflated the balloon with 20cc of saline, and the procedure was completed as expected. On (B)(6) 2025, on the 6th fraction through radiation treatment, the patient complained about fluid coming out of the incision site. The patient underwent MRI on (B)(6) 2025, that showed some loss of volume of the balloon. The incision site was examined by the treating physician with no findings, and no medical treatment or intervention was required. On (B)(6) 2025 another spacer was placed under local anesthesia. The patient is doing fine with no clinical symptoms; he completed the full course radiation treatment.